Event description:
The pt was implanted with an implantable ventricular assist device (ivad). It was reported by the vad coordinator that the pt experienced low flow alarms and an echo was performed which revealed a large left ventricular thrombus occluding the inflow cannula. The pt was taken to the or where improved cardiac function was observed. A decision was made to wean the pt from the device and the pump was explanted.

Manufacturer narrative:
The pt remains ongoing without a device implanted and is currently being managed medically. The MFR was unable to conduct an investigation of the device because it was discarded by the hospital upon explant; however, the event appeared to be due to the large thrombus observed during the echo. A review of device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.